Event description:
It was reported that "the tip fell off" of the ultrasonic scalpel. No patient injury is reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) so the reported incident could not be confirmed. The lot number was not provided either so the expiration date and manufacture date are unknown. However, it is possible that the reported device fractured and broke off as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00021 where the tip of the device remained in the patient even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.